Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open inguinal hernia repair procedure, the device was applied on the inguinal area, there was ¿percolation of wound, lengthening of wound healing time, changed medicine for more than one month.¿ due to the product issue. Silk suture was used to close the wound after the procedure. Patient was alive. The event lead to extended patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open inguinal hernia repair procedure, the device was applied on the inguinal area, there was ¿percolation of wound, lengthening of wound healing time, changed medicine for more than one month.¿ due to the product issue. Silk suture was used to close the wound after the procedure. Patient was alive. The event lead to extended patient hospitalization. New information indicated that the defect size was 1 to 3 centimeters and that there were 5 fixation points applied. The mesh was not cut prior to implantation. Percolation of wound refers to wound seepage and suspected seroma. Hospitalization was extended about 7 days and the patient wound is healed. Mesh damage and appearance were unknown. It is unknown whether there was an issue with the packaging and whether the tamper-evident seal on the box was peeled or damaged.